Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not vibrate on the button press and had a keypad anomaly. The customer¿s blood glucose level was 275 mg/dl at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer was assisted with self test and insulin pump did not vibrate during self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, unit unable to vibrate during self test due to vibrator motor broken wire. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. No audio anomaly noted during the testing. No excessive no delivery alarm noted during the testing.